Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall with consecutive stalled motor events and failure to infuse; the user restarted the device, performed a dry run, filled the cartridge to 90 units, and all supplies were changed, after which insulin delivery was resumed; the implicated component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem associated with a component issue resulting in failure to infuse and a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.